Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced loss of consciousness while being in the office. At this time the cgm device was providing a reading but the reporter could not provide the specific reading. Someone from the patient's office called an ambulance and the patient was taken to the hospital. In the hospital a fingerstick was taken, and even though no specific values were reported, the cgm reading was inaccurate and would have been 100 mg/dl higher than the blood glucose reading. The patient was treated with glucagon. No further information regarding treatments or medication was reported and it was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. It has been reported that there was a difference in readings of 100 points. No additional patient or event information is available.